Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician moved the pocket to the lower right flank above the buttock. The pt was reportedly doing fine after the revision procedure.